Event description:
The following the procedure, the patient had sudden onset aphasia, reflex change and left side hemiparesis. It is unknown if the patient made a full recovery or if there was visual field loss. The neurological deficit was permanent and diagnosed as a stroke. The patient died in 2008, eight days post procedure. The site indicates that the death was due to another hemorrhagic stroke in the right posteroparietal area. The report is from the study. The patient was a female. At the time of the stroke exam (2008). The patient had a history of hyperlipidemia, aortic valve replacement, and hypertension. The procedure took place in the same month. The target lesion was the ostium of the right internal carotid. The lesion was 95% stenosed, 10mm in length and 4.16mm in diameter. Stenosis was determined by mra and angiography. The lesion had severe calcification and tortuosity. The patient was symptomatic. The lesion was pre-dilated and there was no dissection post-dilation. A precise rx 8 x 30mm stent was deployed at the target lesion. There was no stent malfunction. An angioguard was successfully deployed and retrieved during the procedure. Final stenosis was 4%. There were no neurological deficits when the patient left the angiography suite.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.